Manufacturer narrative:
Pt code (B)(4) was used for the cardiovascular event as there is no other code that best describes an unspecified cardiovascular event. This is 1 of 2 device reports associated with this event, which is 1 of 2 events for the same pt.

Event description:
The plaintiff's attorney alleged that the pt experienced cardiac injuries and/or related symptoms. Also, it was alleged that the events occurred due to the administration of the product during dialysis treatment.